Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. Field service investigation was not performed and no parts were returned for failure analysis investigation. A device history record review was conducted and confirmed that there were no deviations or nonconformances during the manufacturing process. Product labeling, material, and process controls were within specification.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a 2008t machine with a saline bag back filling. This malfunction occurred during set up (recirculation) with no patient involvement. The drain line height and length are within specification. The user facility's biomedical technician was able to troubleshoot the machine and found a leaking high flow relief regulator. After replacing this component, there have been no recurrence of the reported malfunction on this machine.